Event description:
Cardiac perforation and tamponade during laser lead extraction of lv lead on (B)(6) 2021. Patient deceased on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).